Event description:
Boston scientific received information that during a clinical follow up this right ventricular (rv) lead was displaying increased pacing threshold measurements and a decrease in sensing. An x-ray confirmed that this lead had dislodged. The patient is not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
This lead was removed and replaced with a new lead. All measurements were acceptable. There is no return of product at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.